Event description:
Patient said the tip of the catheter is not made properly and it is too sharp and caused him a lot of irritation. It is unclear if lot number was requested. No additional information provided. No medical intervention was reported. Per customer via phone on 01aug2025, it was reported that they were forced to switched to magic 3 catheters, tip was sharp and feels like urethra was being cut inside, lubricant was like oil and their hand slipped because of the oiliness. They were no longer using but wishes to send a sample in and would like a results letter.

Manufacturer narrative:
The reported event is unconfirmed- product met specifications. Visual: received 5 unopened magic3 go. Verified material number 50816g and batch number jujx0486. Visual inspection noted no obvious observations. No nicks, burrs, bends, flash, bumps or sharps present. Therefore, the product meets specifications. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Corrections: d, e, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. A labeling review was not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient said the tip of the intermittent catheter was not made properly and it was too sharp and caused them a lot of irritation. It was unclear if lot number was requested. No additional information provided. No medical intervention was reported